Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a green haze appeared on the display when using the deflectable videoscope. The event occurred during service maintenance. There were no reports of patient involvement.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches observed on the tip metal part. Based on the results of the investigation, it is likely stress problems that led to the malfunction. Olympus will continue to monitor field performance for this device.